Event description:
It was reported that an altitude alarm occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to resume insulin with the original cartridge. No additional patient or event information was provided.